Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, the tip of the device got entangled with the papillary muscle or close structures. Edwards received notification of a pascal procedure in tricuspid position where during the first attempt to grasp, the device was entangled twice but was able to get free with device elongation. During the second attempt to grasp, a good position was achieved but again the device changed position and got entangled another time. The tip of the device got entangled with the papillary muscle or at least its close structures. An attempt at troubleshooting was done, but the pascal was stuck to the structures and the decision was made to leave the device. Four additional devices were implanted, and patient's outcome was stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional investigation conclusions code that could not be added: adverse event related to patient anatomy and/or condition. The complaint for implant dislodged into ventricle was confirmed with objective evidence as confirmed by returned procedural imaging. Available information suggests that patient and procedural factors may have contributed to the event. The patient's heavily chorded valve and turbulent ventricular environment created for difficulties in positioning and orienting the implant in its intended location. The procedural factors included issues maneuvering the device to the desired target location and retrieval of the device into the atrium. The device history record review was completed, and these devices passed all manufacturing and sterilization inspections. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.